Event description:
During an atrial fibrillation procedure, air was noted in the hemostasis valve of the sheath. The catheter was not inserted into the sheath when the event occurred. The sheath was exchanged and the procedure was completed with no adverse patient health consequences. The sheath was discarded.